Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. In addition, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.